Event description:
The customer reported that there was smoke coming out of the breath delivery unit (bdu) of an 840 ventilator. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).